Manufacturer narrative:
The device was discarded. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
A sus voluntary medwatch report (#mw5095106) was received and stated the customer had a leaking spiros chemolock set of an unspecified medication. The product involved was a 30" (76 cm) appx 3.3 ml, 20 drop admin set w/integrated chemolock¿ drip chamber, spiros® w/red cap, hanger. The issues noted were found to be leaking during priming in some instances but also during administration. If noted during priming, the product was remade prior to dispensing. There were no component damages or abnormalities observed on the device. No harm was reported.